Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: guider 8 fr; stent: 6-8 x 30 acculink; embolic protection: accunet 6.5 mm. There was no reported product deficiency. The reported patient effect of dissection is listed in the products instruction for use as a known adverse event associated with use of the product. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during post dilatation of a internal carotid artery stenting, the 5.5 x 20 mm viatrac balloon was inflated; however, a dissection was noted to the artery. A second 6-8 x 40 mm rx acculink stent was used to treat the dissection. There was no clinically significant delay. There was no reported adverse patient sequela. No additional information was provided.